Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that the implant needs to be explanted because it fell out of the eye and sank to the bottom. Additional information has received it stated that the implant was not stable in the eye as the capsular plan was damaged, which explains the movement of the iol (intraocular lens) into the vitreous cavity. There is no defect of the implant. So lens was removed during initial procedure and replaced with non company lens during the same day.

Event description:
Additional information has been received stating that capsule was damaged by surgery, not related to iol implantation.

Manufacturer narrative:
Additional information has been provided in b5, h3, h6, and h11. Upon receiving additional information, the patient event code e0801 is no longer applicable. The manufacturer's internal reference number is: (B)(4).